Event description:
It was reported that during a laparoscopic gastric bypass, roux en y, there was intermittent activation when using the switch buttons. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the blade scratched and cracked with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. During functional testing, an error code 5 was displayed and the blade tip further cracked but the hand activation assembly buttons worked as intended. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised, such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.